Event description:
The physician attempted to balloon a highly calcified lesion with a advance 35 lp low profile balloon catheter. During use, the balloon ruptured and balloon re-wrapped shredded as physician pulled the balloon outside of the sheath. No portion remained in the pt. Another balloon of a different sized used. Additional information received from the rep (B)(6) 2012: shredded is referring to the balloon re-wrap being stripped. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4) - device being retrieved from the body is not labeled in the IFU. (B)(4) - balloon rupture is addressed in the IFU. The product was returned in a used and damaged condition. Per (B)(4) risk specification, balloon burst, compliance, and fatigue verification testing performed. The rated burst pressure, rbp is documented in the IFU and label. The device is inspected to ensure balloon is undamaged. Vendor burst tests a minimum of 10 balloons per lot. Each device is leak tested and the balloon bonds are examined. Each device is shipped with instructions for use (IFU) that delineates the proper inflation and deflation procedures. These detection activities will likely result in a very high probability of detection to prevent rupture. Returned device was examined with the aid of the product engineer. The device had a pinhole leak approximately in the middle of the length of the balloon. Most likely due to the "highly calcified lesion" described in the event description. Difficult anatomy and lesions may require the use of a balloon with higher rated burst pressure (greater than or equal to 15 atm). A root cause cannot be determined at this time based on the information provided. The inflation pressures were not reported. It is possible that pt anatomy or user technique contributed to the event. Root cause is inconclusive. We will continue to monitor for similar complaints. No action is necessary at this time per qera due to insufficient risk.